Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's sensor readings. The father states the sensor was reading 40mg/dl, but the customer's blood glucose level was 440mg/dl. The father states the device will not let them calibrate. The customer's current blood glucose level is 370mg/dl. Troubleshoot was conducted. The customer is changing out the infusion set and sensor, and will call back if additional help is needed.